Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was refilled with lioresal 2000 mcg/ml on (B)(6) 2010 around 12 noon. The pump remained programmed to deliver lioresal 500 mcg/ml at 315 mcg/day. A bridge bolus was not performed. All of the old drug was delivered to the patient in approximately 13.5 hours. Following this, the patient began to receive 52.6 mcg/hour, instead of the intended 12.5 mcg/hour. The patient experienced an overdose with the following symptoms: fatigue and vomiting. The pump was in stopped pump mode at the time of the report. The hcp was considering dosing options. A follow-up report will be sent if additional information becomes available.